Event description:
After induction of a general anesthetic an attempt was made to ventilate the pt using the built-in anesthesia machine mechanical ventilator. A visual warning, alerting of a ventilator failure, was displayed in the info panel. Mechanical ventilation did not start. After turning off machine and restarting, the mechanical ventilator functioned as expected. No pt harm resulted. The manufacturer reports that the have received similar reports. Manufacturer has been notified.